Event description:
It was discovered during baxter's evaluation that a pump displayed constant downstream occlusion alarms. It was reported that there was no patient incident.

Manufacturer narrative:
Manufacturer ref no: (B)(4). The device was received and evaluated by baxter. The testing could not be completed due to a constant "downstream occlusion" alarm caused by a failed downstream sensor. The downstream sensor/pusher was replaced.